Event description:
In 2007, this patient was implanted with two gore excluder aaa endoprosthesis aortic extender components. One of the two components unintentionally covered the left renal artery. As reported, the device was able to be pulled down and partial flow to the artery was resumed, hence the physician chose to leave the device as is. The patient is reported to be doing well.

Manufacturer narrative:
The device remains functioning in the patient. Method - a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: as reported, the physician attributed this event to poor visualization under fluoroscopy. Please note: attached list of additional devices implanted in this patient and possibly involved in this event. Add'l lot# pxa260300 / 04335234.